Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that stimulation wasn¿t working for the past 8-9 months. The patient reported that she needed to have the ins restarted/reset. The patient reported that she tried to reset it, but it wasn¿t successful. The patient reported that she had an appointment with her healthcare provider (hcp) on (B)(6) 2018. Additional information was received from a manufacturer¿s representative (rep) on (B)(6) 2018. The rep reported that the patient¿s ins was overdischarged. The rep reported that another rep assisted the patient with recovery of overdischarge about 7 months ago. The rep reported that the recharger states all had 01-01-00 dates. The rep reported that the patient hasn¿t had stimulation in over a year. The patient is getting the device replaced. The date for replacement was unknown. The patient was getting an MRI for their leg and inquired if they could do it while the device was in overdischarge. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient's weight was unknown. Patient was going for a replacement on tuesday, (B)(6) 2018. No further complications were reported/anticipated.